Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No excessive no delivery alarm or motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. Blood glucose reading was 106 mg/dl. Customer was unable to get insulin pump out of the rewind process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.